Event description:
No harm to patient. Equipment used in MRI/hch sedation appears faulty - this is the "mr patient care adult loflo co2 with o2 cannulas" made by salter labs. Lot 532217, exp 1/20/2030. These cannulas have two components - one that plugs into the monitor, and the other end goes to the o2 connector. You need to peel the two components apart to set it up. When peeling apart the components, the sides of the cannulas shred even with normal/usual force. We trialed two of these cannulas since we believed that there was obstructive breathing pattern but then we tried breathing on them ourselves and there was no end tidal tracing. These are non-functional and need to be replaced for use in MRI and pedi sedation.